Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a battery out limit from the insulin pump. The customer's blood glucose reading was 426 mg/dl. The customer stated that she has tried 13 batteries. The customer stated that the pump alarmed after a battery change. The customer was assisted with clearing the alarm and reprogramming the pump. The customer stated that the batteries were out of the pump greater than duration allowed by the pump. The customer was advised that this is normal pump behavior. The customer was advised to monitor the pump.